Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the implant procedure, insertion difficulties were observed when advancing the lead into the introducer. Then, when the atrial lead was connected to the ICD and the pacing impedance was low. The lead was disconnected from the ICD and tested with a pacing system analyzer with the same low impedance result. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Lead was inserted through the proximal end of the 6 french introducer all the way through with no restrictions. The reported event of failure to insert was not confirmed. During electrical testing a short was noted. Destructive analysis was performed and visual inspection of the lead found inner insulation damage at the suture sleeve tie impression region consistent with over tighten suture tie. The reported event of low pacing impedance was confirmed. The cause of the reported event of low pacing lead impedance was isolated to over tighten suture tie.